Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported there was an error message during aspiration. An avx® thrombectomy set catheter was selected for a thrombectomy procedure in the dialysis graft. During the procedure, there was an error that the saline would not work right. It was noted that the catheter was leaking saline at the pump. Troubleshooting was attempted with no resolution. The catheter was replaced with another of the same and the procedure was completed. There were no patient complications reported.